Event description:
The physician reported that his patient underwent cataract surgery with implantation of the crystalens in the right eye. In 2007, the patient complained of eye pain, watering, and itching and cloudy vision. The physician diagnosed the patient with endophthalmitis and performed a vitrectomy four days later. In addition, the patient received a subconjunctival injection of antibiotics and steroids. The patient was seen the following month, and the infection resolved and bcva improved to 20/20. The results of the culture & sensitivity are summarized. The etiology is unknown and the root cause investigation is underway. The physician reported that during the same timeframe, there were other similar complaints for crystalens patients and two other similar complaints for patients who had a different lens model/manufacturer implanted.

Manufacturer narrative:
The lens remains implanted in the patient and is therefore not available for evaluation. H6: sample lenses from the same manufacturing lot were pulled and sent to a third party and subjected to scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) testing. The tests revealed no evidence of systemic contamination during processing. The device history records were reviewed and there were no discrepancies or unusual findings. Both the manufacturing and sterilization lot records were searched and there have been no reports of similar complaints.